Manufacturer narrative:
Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR): fitmore shell the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Avenir müller stem the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Durasul, alpha insert the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Biolox head: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: loosening. Review of event description: it was reported by an attorney that a patient was implanted with a fitmore cup 56 and an avenir standard stem 2, on (B)(6) 2012 and is experiencing a great deal of complications. It was also reported that cup and prosthesis luxation was discovered on (B)(6) 2016, on the first day postoperative and that the cup has been revised on (B)(6) 2016. It is unknown, whether the stem was revised or not. Review of received data: a mail was received by a lawyer. In the mail the initial surgery is described (according to this mail the surgery was performed on (B)(6) 2012). The surgery was done with a fitmore shell and avenir stem. It is further reported that the revision was done on (B)(6) 2016 (it is however also mentioned that the revision was done 1 day post operative due to shell loosening). In addition we also received the product stickers where the reference and lot numbers can be seen. The date of implantation ((B)(6) 2012) is also noted. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information available, the product location is unknown. Review of product documentation:the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea (fitmore shell): aseptic loosening due to pe wear due to motion between liner and cup possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Aseptic loosening due to ti wear due to motion between bone screw and cup possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Aseptic loosening due to insufficient primary stability due to design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening, migration of cup short term and long term due to insufficient secondary stability due to surface structure / design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. No primary stability due to overreaming of the acetabulum, cup too small possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Fracture / damage / loosening of shell due to wrong behaviour of the patient/ high patient activity (eg. Contact sports, weight,¿) possible: it is possible that the patient did a wrong behaviour. Partial loosening and subsequent debonding/ fracture of sulmesh due to incorrect distribution of load due to design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Root cause determination using dfmea (avenir stem): fracture /damage /loosening of implant due to wrong behavior of the patient. High patient activity. Patient disregards limits of the device possible: it is possible that the patient did a wrong behaviour. Aseptic loosening due to insufficient primary stability due to design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening due to insufficient secondary stability due to surface structure coated stems possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply to surgical technique (early stability) possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Loosening of ha particles-> third body wear due to ha coating not well fixed on substrate possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Loosening of ha particles-> third body wear due to impaction during implantation possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Malfunctioning of the device due to wrong handling of device due to wrong information possible: no documents like surgical reports or x-rays were received. Therefore, this point cannot be excluded. Conclusion summary: it was reported by an attorney that a patient was implanted with a fitmore cup 56 and an avenir standard stem 2, on (B)(6) 2012 and is experiencing a great deal of complications. Cup and prosthesis (stem) loosening was discovered on (B)(6) 2016, on the first day postoperative. A mail was received by a lawyer. In the mail the initial surgery is described (according to mail the surgery was performed on (B)(6) 2012) that the surgery was done with fitmore shell and avenir stem. The revision was done on (B)(6) 2016 (it is however mentioned that the revision was done 1 day post operative due to loosening). After several requests, no answer was received about the correct dates of the surgeries. Neither x-rays, operative notes (original documents), office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to determine an exact root cause. Concomitant medical products: medical product: zimmer biomet fitmore, shell with fins, uncemented, 56/kk, ref# 01.00024.456, lot# 2634461, therapy date: (B)(6) 2012. Medical product: zimmer biomet durasul, alpha insert, kk/36, ref# 01.00013.711, lot# 2636328, therapy date: (B)(6) 2012. Medical product: zimmer biomet biolox delta, ceramic femoral head, s, 36/-3.5, taper 12/14, ref# 00-8775-036-01, lot#: 2566259, therapy date: (B)(6) 2012. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted with a fitmore cup and an avenir standard stem and was revised due to cup and prosthesis luxation discovered one day postoperative. The correct date of explantation could not be confirmed. Statements about explantation date remain unclear.

Manufacturer narrative:
Due to the fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. Zimmer biomet's reference number of this case is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a fitmore cup and avenir stem on an unknown side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2016 due to loosening and complications.